Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced overly loud sound. Device testing could not be completed due to patient discomfort. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Correction information sections: d.4, d.6a, h.4, h.10. A review of the device history record was completed at the request of the nca and no anomalies were noted.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section e.1. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed at the request of the nca and noted rework on the silicone. This is not believed to be related to the adverse event. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The device passed some of the tests performed. The internal visual inspection revealed a cracked conductive epoxy at the feedthru pin connection on two pins. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device malfunctioned due to a crack in the conductive epoxy at the feedthru pin-to-substrate connection. A corrective action has been implemented. This verison of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section d.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.